Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The touch screen was analyzed. No related errors were found in artemis. Upon visual inspection, no issues were found that would relate to the complaint. The unit was then installed onto an in-house system where the unit functioned as expected. The touch screen was tested and it was found to be fully functional. The system ran 10 power cycles and the touchpad remained functioning. No related errors were found in laptop error logs. No flickering display was observed with the touch screen. The unit was calibrated successfully with no issue. This unit was found to be fully functional. The complaint was not confirmed based on the field evaluation or failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issues. The unit was visually inspected and evaluated for its mechanical and/or electrical characteristics. No errors were found in the logs. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Correction: h8. Was updated to initial use of device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touch screen and performed system verification and extensive test drive to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure the surgeon's touchpad is acting weird. The customer called into technical support while in a procedure. The customer informed the tse they had called in during a previous cases (B)(4) and performed the recommended power cycle on the system to address multiple touchpad issues, but the issue has returned. The customer reported that the firefly activation button on the touchpad is flickering, and the instruments keep assigning them self's to different arms. The tse reviewed the system logs, no associated logs to report. The tse recommended performing a hard power cycle and cleaning the console's touchpad (no debris around the screen and pad). The customer was not able to troubleshoot at the time of the call due tot he current or commitments and plans to perform a hard power cycle when time permits. The customer will call back into technical support for assistance. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was able to look further into the sr¿s in question (B)(4) for sk3258. The reported issue was associated with vision degradation stemming from the surgeon¿s touchpad; the or staff opted to complete the procedure as planned.